Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that internal hybrid layer capacitor (hlc) battery, designator bt3, on the analog pcb assembly had a broken negative tab weld, leaving it open to the device circuit. This resulted in hlc battery bt3 depleting to zero, which could compromise the device's ability to charge and shock if it were necessary. The device did power on, charge and shock during testing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There were no reports of patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted, which could inhibit the device's ability to provide defibrillation therapy, if necessary.